Manufacturer narrative:
The customer support engineer (cse) inspected the device and found that the exhalation side of the circuit has two iso-gard hepa light filters in line with vent exhalation filter. The iso-gard filters resulted in an occlusion of the circuit. The cse removed filters and performed all the calibrations, the extended self-test (est), short self-test (sst) and the electrical safety tests and the device operated within the manufacturing specifications. The service history record (shr) for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. Should additional info become available, a supplemental report will be submitted. (B)(4).

Event description:
A report was received from the USA stating that the device "locked up" while the pt was being ventilated while receiving mucomyst (acetylcysteine solution) therapy. The ventilator became inoperable. The pt was removed from the ventilator and was placed on a second ventilator. It was reported that the pt was not harmed or injured as a result of the event. Though requested, additional info was not available.